Event description:
It was reported that the device was found to be in safety mode. Technical services (ts) was contacted, and ts informed the health care professional about safety mode settings and recommended device replacement. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicting the device was explanted and replaced due to it being found in safety mode. Noise with oversensing and pacing inhibition was also noted on the right atrial (ra) lead, and so, the physician also elected to surgically abandon and replace the ra lead. The procedure was completed successfully. No additional adverse patient effects were reported.